Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support regarding back up insulin therapy information and a replacement pump was sent.